Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. Insulin pump had moisture damage on lcd board.

Event description:
The customer reported that the numbers on the insulin pump were ramping on their on. The customer stated that the insulin pump got wet in a rainstorm. The customer's blood glucose was 82 mg/dl at the time the issue was reported. Nothing further reported.